Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral vein was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an interventional cryoablation procedure. Reportedly, the ¿sutures did not deploy¿, a cuff miss occurred. The sutures of two additional proglide devices were successfully replaced. The sheath was upsized to 15f and the cryoablation procedure was completed. The successfully replaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.